Event description:
A medtronic representative reported an alleged inaccuracy while in a cranial procedure. The site performed a tracer registration and was accurate on the skin, however, when navigating to the tumor, just below the surface, the surgeon alleged a 1cm inaccuracy. The site was using a skull mounted patient reference with axiem, and the frame was placed at the top of the patient's head. The tracer pattern encompassed the full volume with more points on the left side. They were using the most recent scan for the patient. The surgeon declined trouble-shooting and opted to continue the procedure, acknowledging the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2014 a medtronic representative, following-up at the site, performed a simulated registration and it was accurate. When accuracy was checked on bony anatomy it looked good. The inaccuracy was noticed on the top of the ears which is not ideal anatomy to use for confirming accuracy. The patient exams were analyzed by a medtronic technical services representative. The exams being used were MRI exams and the 3d models built with some scatter. It is unknown whether the site edited out the scatter, which is a required step for proper registration. Patient also appears to have excess soft tissue, not an ideal candidate for tracer. No parts have been returned to manufacturer for analysis.